Event description:
Patient developed post procedure neuropathic pain on the lateral side of right thigh that radiates anteriorly to knee. The pain is possibly related to the proximity of the venous access nerve to a cutaneous nerve. Gabapentin 100 mg as needed was prescribed. An agilis 8.5fr steerable sheath was used. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).